Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed displayable history check failed on startup and she experienced high blood glucose over 400 mg/dl and vomiting. The customer treated with a manual injection and blood glucose dropped to 29 mg/dl. Customer stated she also received a watchdog timeout. The alarm history showed an unexpected restart and external ram error alarm. Customer stated a temporary basal was not programmed before the alarm and the insulin pump was not stored without a battery for an extended period of time. The alarm was cleared. The customer declined troubleshooting for high blood glucose and will monitor the device.